Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker left knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Event description:
Patient stated he saw a copy of his x-rays post surgery (front, side and back views) and it showed that the femur bone is not attached to anything. There is a gap and the implant is sticking out in the open. Patient also states his flexion is okay at 105 degrees but when at 110 degrees he feels something pushing in his knee.